Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that post implant a laparoscopic gastric band procedure, the patient experienced constant nausea and vomiting. The device was being removed to perform a sleeve gastrectomy procedure. While removing the port, the surgeon had difficulty retracting the hooks. The port was eventually removed without the use of an applier by cutting it out. There was no adverse consequence to the patient. Customer will not release device.